Event description:
Pt's one touch ultra meter was reported to inaccurate results. During troubleshooting, the meter and test strips failed the control solution test twice. This issue was not resolved. The test strips were not expired and were in good condition. The control solution was opened less than the discard date. Pt was feeling dizzy, groggy, and sluggish. The readings on the meter were around 150s to 160s. Pt's blood glucose was tested on an unknown meter with a result in the 200s. There was no medical intervention or treatment given. This case is reported as a strip malfunction since the control solution test failed twice. Test strips were replaced for the pt.